Event description:
The customer stated that the insulin pump was exposed to an MRI. The displacement test was performed and the insulin pump failed the test.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as the device has not yet been evaluated. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.